Manufacturer narrative:
The device has been received and is currently under eval. The device eval and any add'l findings will be provided upon conclusion of the device eval. Ref report: 1022819-2008-00285, 00393.

Event description:
Pt b was burned in (B)(6) 2007. The pt was (B)(6). The client did not remember the details of each treatment but knows that these burns occur when using premod or russian waveforms and no others. The device, leadwire, current electrodes and a sample of the same kind of electrodes used on b will be returned for eval.